Event description:
Per the clinic, the patient experienced intermittent sound and impedance measurements could not be obtained with the device. The patient occasionally had to apply pressure to the external coil to hear. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.